Event description:
It was reported that the lead body was pushing up against vns patient's skin, but not through her skin. The patient underwent surgery to reposition the lead on (B)(6) 2014 in order to prevent infection and exposure of the lead. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance, however it was noted that the patient is thin.